Event description:
It was reported a patient changed the drain bag during drain two of five due to a leak in the drain bag without changing the homechoice automated pd set with cassette during peritoneal dialysis (pd) therapy. No additional information is available.

Manufacturer narrative:
(B)(4). Reuse of a single use disposable is a use error. All printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only". A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be filed.